Event description:
A caller reported a malfunction on a pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues if the malfunction code reappears.